Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the basal-iq algorithm suspended insulin in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was displayed as 'low' and the meter bg reading was 126 mg/dl. Subsequently, the customer experienced an elevated bg level of approximately 270 mg/dl and visited the emergency room to address bg level. Customer was treated with insulin and intravenous fluids. Customer was released from the emergency room on (B)(6) 2022, with the issue resolved. Customer did not sustain any permanent damage. At the time of the event, no issues were observed with the cartridge, infusion set tubing, infusion set cannula, or the insulin in use.